Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. Inspection of event log revealed that the log was not recorded properly. Service center determined that abnormality occurred on main board so device's main board was replaced to address the issue.